Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event occurred 48 times. The following information was provided by the initial reporter. The customer stated: "red tube cap off after centrifugation. Close system blood sampling technique."

Manufacturer narrative:
Investigation summary: no customer samples or photos were received for review and analysis. Therefore, 29 retention samples from the bd inventory functionally tested and the customer's indicated failure modes of stopper creepout/ decapping was not observed. This complaint, decapping, cannot be confirmed based on retain sample testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor.

Manufacturer narrative:
The following fields were updated with additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 16-aug-2022. H6: investigation summary: bd received 300 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for decapping with the incident lot was not observed. Additionally, 29 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to decapping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode decapping. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event occurred 48 times. The following information was provided by the initial reporter. The customer stated: "red tube cap off after centrifugation. Close system blood sampling technique."